Manufacturer narrative:
The device has been received by depuy synthes power tools. The device was evaluated and reported condition of "bearing broken" was confirmed. During service, the device failed the pre-repair diagnostic assessment cutter insertion test. If add'l info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from the netherlands stating that the device has broken bearings. It is known that the device was not being used during surgery. It is unk if pt or user injury or medical intervention occurred. There was no add'l info provided.